Event description:
A report was received stating that a patient had a pocket revision due to discomfort. During the revision, the ipg was replaced due to battery depletion. The patient is reportedly doing well.